Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. All electrical measurements were normal. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.